Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of the 489 mg/dl and current blood glucose was 293 mg/dl. Customer reported the following symptoms related to their high blood glucose was sickness. Customer treated high blood glucose with pen and intravenous drip. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The customer also stated that, the insulin pump had motor error. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.